Manufacturer narrative:
The device was not returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Mdrs related to this report: 2029214-2016-01075 2029214-2016-01076 2029214-2016-01077. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of a left internal carotid artery (ica), three pipelines did open distally as the patient had severe vessel tortuosity. It was reported that first pipeline (ped-475-30) was attempted and did not open distally. The pipeline was removed and a second pipeline (ped-475-25) was attempted and also did not open distally. The third pipeline was attempted (ped-475-30) and also did not open distally. All three pipelines were noted to be deployed less than 50 % when failing to open. Each pipeline was removed using the corking technique. It was further reported that balloon angioplasty was then performed and a competitor¿s device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.